Event description:
The patient fell over and it was found that the screw was broken in the distal static hole.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.